Event description:
The patient reported that they used the suspect device to check their blood glucose. Pt obtained a result of 275mg/dl. They did not feel the result was correct and waited thirty minutes and performed a retest. The retest result was 243mg/dl. Pt then gave self insulin. About 2 1/2 hours later they felt weak. Family member came home and found pt unresponsive and called the paramedics. Emergency medical technicians used their equipment to check their blood glucose and the result was 30mg/dl. Pt was treated at the scene with a glucose IV. Glucose control solutions were not used on the suspect device system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.